Manufacturer narrative:
One 8.5f fast-cath introducer sheath was received for evaluation. Functional testing confirmed the sheath side port orientation and dilator manufactured curve orientation appeared consistent with the specification. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Event description:
During device preparation, it was noted that the position of the sideport was not in its usual position. The procedure was able to be completed. The consultant had noted that he has noticed a few of the sheaths having the same issue. One was kept to send back.